Event description:
It was reported that the tip of the screwdriver broke off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation has shown that the tip of the small hexagonal screwdriver is broken off. We can only suppose that the instrument was handled inadequately (mechanical overload). No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. We can only suppose that the instrument was handled inadequately and that a mechanical overload was applied to this screwdriver which led to the breakage. Hence, the device failure is related to the conditions of use and operational context contributed to this event.